Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer arrived on site, cleared the security checkpoint and inspected the med room. The broken pocket was ejected, resolving the issue, and the station has been functioning properly since then. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer had failed and damaged. The customer stated that there was a slight delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.